Event description:
I've been a long-time user of the freestyle libre system for 6-8 years. Recently, I applied a new libre 3+ sensor, carefully following all of the instructions. The activation process appeared to start normally, but within minutes, I received a "check sensor" message from the libre app. The message prompted me to either remove the sensor if it was loose or try to start it again if it was applied correctly. As the attached image clearly shows, the sensor was properly applied to my arm and was not loose. Despite this, the software indicated it would not work. When I contacted abbott for a warranty replacement, they refused, stating that my account's "profile is under review." This is not the first time I have experienced sensor issues. I recently had a batch of 5-6 sensors that consistently provided inaccurate readings, particularly when my glucose was below 100 mg/dl. For example, a sensor would read 55 mg/dl while two separate finger-stick meters showed readings of 119 mg/dl and 105 mg/dl. This is a significant and dangerous discrepancy. At no point was I ever notified that I was requesting too many replacements or that future replacements would be denied. I have a supply of these sensors, and if they fail, I will not be able to get a replacement, despite the failures being a clear device defect and not due to user error. Abbott's own software confirmed the latest sensor was faulty, yet they refuse to honor their warranty. This policy of refusing to replace a defective device is unacceptable and needs to be addressed. Hecc: 4582. Dpc: 2906. Reference reports: mw5174335, mw5174336, mw5174337, mw5174338, mw5174339.